Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing due to loss of contact. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated diminished right ventricular sensing and undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) had migrated through the patient's skin. It was further reported that the device experienced undersensing due to loss of contact and noise due to moving near the skin. The icm was removed. No patient complications have been reported as a result of this event.